Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the shape of a pinhole after being inflated at 12atm within 5 seconds. The device was removed with the normal method, and the procedure was completed with a different device model. There were no patient complications, and the patient status was good after the procedure.